Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "alarmed door isn¿t closed" was reproduced. Evaluation attempted to run a loaded set and got a door not fully latched alarm. A review of the event history log revealed "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the loose 2 mechanism mounting screws on the inside. The mechanism required to be removed and reinstalled with new screws to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed door not closed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.